Event description:
Event description guidant received information that the impedance measurements of this implantable transvenous atrial lead have gradually increased from 885 ohms at implant to 2231 ohms, currently. All other lead measurements are stable and within normal limits. The atrial lead is pacing 100%.